Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported the system displayed a collimator iris pot error. This would cause the system to stop producing x-rays. No patient injury was reported.